Event description:
New information received on 01/16/2019 indicating that the asymptomatic patient had previously presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited oversensing. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to oversensing. No additional information was reported.